Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported the therapy had not been working effectively for them recently. They had the device for urinary retention. The caller stated both of their kidneys "were ballooned up with urine" and so was their bladder and they could not pee. They had to go to the emergency room as a result. The caller stated they had last urinated on friday at midnight and then at 4:00 in the morning they woke up with severe kidney pain. The caller stated they tried to catheterize themselves but could not get anything out with the catheter other than a clot. The caller stated the ER urologist that was on call said it appeared the stimulation hadn't been working for a while. The caller stated that they had a bladder biopsy last monday and had to turn the therapy off and back on again the next morning and still urinated fine. The caller then stated that on thursday afternoon they threw a big blood clot (which is not uncommon for having a biopsy) and they went into bleeding mode and they have hematuria radiation cystitis. The caller added that in the past month they had been getting 450ccs of urine and it had been getting worse. The caller stated normally its been 275-200 (even though they want it down to 175). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.